Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "during the revision of a s-rom stem, it was found that the trident cup implanted was not fixed sufficiently. The cup was subsequently removed with ex-plant instrumentation and revised to a lima cup. No on-growth was seen on the trident although it appeared to be initially well fixed. Improper fixation of acetabular cup found during revision of a competitor's stem. Only 3 cuts with ex-plant required to remove cup."